Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure for a hysteromyoma on (B)(6) 2017 and a barbed suture was used. During the procedure, the needle pulled off. The needle was retrieved from patient. Another like device was used to complete the procedure with no adverse patient consequences. No additional information as provided.